Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated; however, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 6:37 a.m., on october 24, 2020. The patient claimed obtaining blood glucose readings of 278, 333 and 261 mg/dl on the subject device, obtained at 6:32 a.m., 8:32 a.m., and 9:09 a.m., respectively. The patient reported that she manages her diabetes with oral medication (metformin, an unspecified dose taken twice daily, and amaryl, unspecified dose taken once daily prior to breakfast) and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that on october 24, 2020, an unknown time after the alleged inaccuracy issue began, she developed symptoms of shakiness, blurry vision and that she ¿felt dizzy. The patient advised the cca that she then went to the emergency room (e.r), where she was subsequently treated with glucose tablets by a healthcare professional (hcp). The patient reported that on october 25, 2020, her blood glucose was measured at 94 mg/dl and 70-110 mg/dl on the e.r/hospital device and stated that an hcp made changes to her diet, advising her to check carbohydrates and, adjusted her medication; however, the patient did not provide specific details of this change. It is not known how long the patient remained in hospital. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion and received hcp treatment after the alleged inaccuracy issue with the subject device began.